Manufacturer narrative:
The reported complaint of a leaking icy catheter (lot #83702) was not confirmed. No issues or discrepancies were found on the catheter. The returned icy catheter performed as intended. Visual examination of the returned catheter was performed. No physical damage was found on the catheter. The balloons were examined and there were no tears, balloon bond detachment or rupture noted. Observed blood residues on the balloons. Functional pressure leak test of returned catheter was performed. All infusion ports and extension tubes were flushed without resistance. The catheter was connected to a pressurized inflation device, the balloons fully inflated when pressurized up to 100 psi without any issues. The balloons did not leak during inflation and deflation. No leak was observed. All lumens flushed as intended. The returned icy catheter was connected to our standard suk and ran with the thermogard system for an hour in the max warming mode with target temperature of 37°c and an hour in the max cooling mode with target temperature of 35°c, no leak was observed on the catheter. The red pinwheel on the standard suk was observed spinning, no severe chugging was observed. The saline was circulating in both cooling and warming mode. During manufacturing all icy catheters are 100% inspected for leaks by subjecting them to pressure testing. Only units that passed are moved to the next process.

Event description:
During ivtm therapy, customer reported that the icy catheter (lot #83702) leaked after 72 hours of dwell time while patient was on cooling phase of treatment. There was no saline fluid observe on the system console, patient bed or floor. Fluid leaked location was not specified. Icy catheter was placed smoothly in the patient's right femoral vein by an experienced physician. Cooling bags was used to continue with treatment. Note that the system console did alarm but was later cleared and was used with no issue. No patient consequence was reported.